Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some badly bent cannulas and did not receive a no delivery alarm on the insulin pump. Customer's blood glucose was 473 mg/dl. Customer treated with a manual injection. Customer does not have the tubing clamps and stated that her mom is on her way to help. Customer is having moderate to high ketones. Customer was advised that tubing clamps will be sent. Customer was aware that bent cannulas will cause high blood glucose issues.